Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: us157854 lot number:160270 brand name: m2a magnum cup; catalog number:157448 lot number:505290 brand name: m2a magnum head; catalog number: 192015 lot number:407340 brand name: echo por fmrl nc; catalog number: 139254 lot number: 452400 brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03539, 0001825034-2020-02455, 0001825034-2020-02456. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 8 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient was revised approximately 8 years post implantation due to pseudotumor. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pathology report reviewed. Findings include pseudotumor left hip from soft tissue collection and acetabular shell and femoral head submitted for gross analysis only. Device was returned and evaluated. Upon visual inspection, the taper of the insert has black marks on the inside. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.